Event description:
Penetrating applicator of the end-to-end anastomatic device was deployed and inadvertently left in the patient during laparoscopic sigmoid colectomy. There is no tag on the applicator instructing user that it needs to be removed.